Manufacturer narrative:
Corrected information h6-health effect/clinical code, medical device problem code. Additional information b5, h6-component code.

Event description:
Additional details received from the representative for the case was the humerus was fractured. The fracture was caused by a fall. This event is no longer considered a reportable event with the new information reported as there is no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a device.

Manufacturer narrative:
D10: concomitants: (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 315-35-00 - glnd kwire. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-03 - rs glenoid plate post aug, 8 deg, left. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 531-20-00 - shldr gps rvrs drill kit. (B)(6) 531-78-20 - shouldr gps hex pins kit. (B)(6) 531-78-20 - shouldr gps hex pins kit. 08012018048 a10012 - gps implant kit v2.

Event description:
It was reported that approximately 65 months after a total shoulder replacement procedure, a patient underwent a revision procedure to address device fracture. Patient was last known to be in stable condition. No further issues or complications were reported. No additional information is available.